Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (will not power on) has been confirmed. Upon investigation the monitor would not power on properly. The cause for the failure was isolated to a defective y100 crystal oscillator on the computer/ analog board. The oscillator was not producing the correct output. The root cause for the defective y100 crystal oscillator could not be positively identified. No adverse event occurred due to the monitor malfunction.

Event description:
A us distributor reported that a patient's monitor would not power on.